Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that telemetry was unable to be maintained with an implantable heart device and it was attributed to the radiofrequency head connector on the link electronic module (lem) board being loose, and therefore the lem board was replaced and calibrated. Analysis also found that the system fan was noisy and that the lower case had scratches, both were replaced. (B)(4).

Event description:
It was reported that the programmer would not establish telemetry with a device in the box when pressure was placed on the programmer connector. The caller believes the programmer may have a bad connector. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer and the radiofrequency programmer head failed to maintain telemetry with an implantable heart device. It was noted in the technical services call that it did interrogate a device in the box when pressure was applied to the programmer connector and it was speculated to be a bad connector on the programmer itself. The programmer and the programmer head were returned for service. There was no patient involvement.

Event description:
It was reported that the programmer failed to maintain telemetry with an implantable heart device. It was noted in the technical services call that it did interrogate a device in the box when pressure was applied to the programmer connector and it was speculated to be a bad connector on the programmer itself. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that telemetry was unable to be maintained with an implantable heart device and it was attributed to the radiofrequency head connector on the link electronic module (lem) board being loose, and therefore the lem board was replaced and calibrated. Analysis also found that the system fan was noisy and that the lower case had scratches, both were replaced. (B)(4).